Manufacturer narrative:
Continuation of d10: product ID a820, product type: software. Section d information references the main component of the system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient representative regarding an implanted infusion pump for non-malignant pain. Pump drug information was not reported. It was reported that the patient was able to connect to the pump for a bolus on the night of (B)(6) 2025, but when they were giving the patient a bolus, the handset "froze up" and didn't complete the whole bolus. It was clarified that they didn't see the bolus successful message, but did see the lockout countdown time. The lockout time was 4 hours and 10 minutes. Patient services reviewed considerations and walked the patient representative through clearing data from the application. The patient representative was able to successfully connect and see the deliverable bolus screen. Troubleshooting steps that were taken on the call with patient services resolved the issue. The reporter planned to monitor and call back if the issue persisted.